Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated to the upper and lower abdomen using the coolsmooth pro and coolmax applicators and presented with paradoxical hyperplasia with firm, visible volume increase in the treated areas.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01821-00.

Event description:
A provider reported to an allergan employee they have a patient who developed paradoxical hyperplasia post coolsculpting.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.